Manufacturer narrative:
Samples received: 1 unopened racepack. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received one closed sample. Tested the needle attachment of the sample received and the result fulfils the requirements of the OEM requirements. A minimum of five samples would be preferred because it is the minimum number of units that requires the (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the result of the sample received fulfils the specifications of (B)(4), note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Detachment needle/thread.